Manufacturer narrative:
(B)(4) "constipation" and "photophobia". (B)(4).

Event description:
It was reported that the catheter had dislodged from the intrathecal space. The patient experienced increased muscle spasticity in the lower extremities. The catheter was surgically revised on (B)(6) 2011. Following the revision, the patient experienced infection at the lumbar site with headache, vomiting, photophobia, constipation, swelling around the lumbar area and fever. The pump and catheter were explanted on (B)(6) 2011. The patient was hospitalized. The type of medication, concentration, and daily dose being administered via the pump were not reported. The pt outcome was "ongoing".